Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cord insulation is damaged " due to cut on cable. The most probable cause of the complaint is caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had damaged cord insulation. The issue occurred during therapeutic ureteroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.